Event description:
It was reported that the patient had the realize band implanted in 2008. The patient was admitted on (B)(6) 2012, to have the port removed. Patient had unrestricted eating and weight gain. (B)(6) 2012, there was 3cc inserted, but had to have 2 cc added. The same results were noted in (B)(6) 2012. The surgeon stated that there was leakage but was unable to detect. The port was removed and replaced. The patient is doing fine.

Manufacturer narrative:
(B)(4). Information was not provided by contact. : information anticipated, but unavailable at this time. Additional questions and answers: number # of fills/adjustment? Approximate time performed after surgery? Unk. Approximate volume at each adjustment? 3cc. Who performed the adjustments? Surgeon. How did the patient present? Signs and symptoms? No restriction and weight gain. Any diagnostic test done to diagnose the issue? Unk. Was the band/port or both explanted? Port only. Explant date? (B)(6) 2012. Any other treatments required? No. How is the patient? Fine.

Manufacturer narrative:
(B)(4). The velocity port with locking connector and 5mm of catheter were returned for evaluation. Upon visual inspection it was observed that the actuator ring was returned in locked position, hooks were deployed. Biological debris were observed around the hooks and actuator ring. Upon microscopic evaluation it was observed that the septum was punctured 30 times. Complaint cannot be confirmed, the device returned for evaluation was fully functional, and no leak was observed around the velocity port and catheter. Several measurements around the tubing connection were performed, and measurement met specification. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Due to the fact that the band remains implanted and the length of tubing returned was limited no further conclusions can be made.